Manufacturer narrative:
Blank display due to faulty mother board. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corner. Pump was received without original packaging box. Unable to verify damage on original packaging box.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the battery cap, compartment, springs were not damaged. The customer was advised to remove the battery for ten minutes and to clean the battery contacts before inserting the battery. Troubleshooting did not resolve the issue and display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.